Event description:
The pill crusher was used to crush one pill and it broke. A part of the bottom of the pill crusher fell out while crushing the pills. Manufacturer response for pill crusher, (brand not provided) (per site reporter).